Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient mentioned their communicator would not communicate with their implanted neurostimulator since about a month ago. Pt said the green battery light and the bluetooth light were alternating and would not stop alternating. During the call, patient services specialist helped the patient reset the handset and unplugged the communicator so all lights on the communicator went off, but the issue was not resolved. Pt tried to plug in the communicator and tried to unplug the communicator, and with the communicator plugged in, the lights kept alternating. Waiting 5 minutes with both handset and communicator turned off did not resolve the issue. An email was sent to the repair department to replace the communicator. Additional information was received from a patient (pt). It was reported that the replacement communicator and the handset didn't match together. During the call patient went into the mystim pc app about screen and went to communicator. Replacement communicator serial number was paired/on the communicator screen. Patient reset the communicator. Patient pressed connect on the handset and got not found. Agent had patient remove the communicator on the about screen. Patient reset the communicator and the handset. Patient pressed connect then start and communicator was over the implant but patient kept getting not found. Patient stated it was not working for them and sitting back down was annoying (agent understood this as implant). Patient was getting a little tingle but the rest was terrible and they couldn't control it. Patient requested for a replacement communicator and handset. Agent redirected patient to their healthcare provider (hcp) and gave the nas phone number.